Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the receiver. However, data for the transmitter with the serial number 82agdl was provided for evaluation. The allegation was confirmed. [Probable cause statement]. No injury or medical intervention was reported.